Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that fluids cannot be pushed through the extension sets. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model: 10011253, lot number: 20056551 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that ext set smallbore tbg w/ss dehp free was occluded. The following information was provided by the initial reporter: material#: 10011253, batch / lot#: 20056551. It was reported that fluids cannot be pushed through the extension sets. The new sets that have been deployed are having the same issue where you cannot push fluids through the extension set. I have had multiple complaints within the last week that this issue is still occurring.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ext set smallbore tbg w/ss dehp free was occluded. The following information was provided by the initial reporter: material #: 10011253 , batch/ lot #: 20056551. It was reported that fluids cannot be pushed through the extension sets. Verbatim: the new sets that have been deployed are having the same issue where you cannot push fluids through the extension set. I have had multiple complaints within the last week that this issue is still occurring.